Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip. The numbers do not ramp up on its own or scroll bar moving with no input.

Event description:
It was reported that the customer experienced issues with the buttons on the insulin pump. The customer stated tat the up and down arrow buttons were scrolling non-stop and not allowing the customer to input any numbers. At the time of the call, the customer was trying to put in her carbohydrates into the insulin pump but was unable to due to the keypad issue. The customer's blood glucose was over 200 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.